Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package. A replacement was made with a new stent to complete the procedure successfully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, photo samples were submitted. Visual evaluation of the photo sample noted the stent was broken into two separate pieces above the distal pigtail. The ureteral stent was returned in the opened original packaging along with an unopened guidewire. An evaluation of the physical sample was completed. Visual evaluation of the physical sample confirmed the separation on the body of the stent; the separation looks similar to what is seen when cut with a sharp object due to no stretching or discoloration of the material. The material appeared to be indented inward where the separation occurred. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be inappropriate package design. As no patient involvement was reported the device was not used, however, is intended for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package. A replacement was made with a new stent to complete the procedure successfully.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. No physical sample was returned; however, photo samples were submitted. Visual evaluation of the photo sample noted the stent was broken into two separate pieces above the distal pigtail. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be inappropriate package design. As no patient involvement was reported the device was not used, however, is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package. A replacement was made with a new stent to complete the procedure successfully.